Manufacturer narrative:
Patient information was unavailable from the site. A software analysis was initiated in regards to the reported issue. The analysis found that the behavior described was the intended functionality of the application software. The analysis concluded that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, an image acquisition did not transfer from the imaging system to the navigation system. It was noted that the imaging system was not added to the procedure in the navigation system. The connection was then established through troubleshooting with technical services (ts). Though the call was disconnected before resolution could be confirmed. There was no reported impact on patient outcome. No additional information was provided.